Event description:
The decision was made to extract the st. Jude riata ICD lead due to inappropriate noise sensed on the lead. While removing the lead using the spectranetics laser lead removal system, a tear at the right atrial superior vena cava (svc) junction was made. The lead itself did not contribute to the death of the patient. The death occurred as a complication that came with the lead extraction procedure.====================== health professional's impression======================the physician did not believe the laser lead extractor was faulty.